Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that radial jaw 3 large capacity single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed one month prior. According to the complainant, following two successful biopsies, a third was attempted. However, upon readvancement of the forceps into the scope, the device became stuck in the scope. The scope and the forceps were removed from the patient as a unit. The procedure was completed with a new scope and another radial jaw 3 large capacity single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.